Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing. This observation was made through egram review, where the ventricular pacing spike fell on the qrs complex. The physician attempted to correct by modifying the av delay and sensitivity, but was unsuccessful. There were no patient symptoms or complications reported.